Event description:
The facility alleged that the bed has no head down function.

Manufacturer narrative:
The facility replaced the auto contour module to repair the bed after swapping the head and knee on the control box and determining the head function would work.